Manufacturer narrative:
(B)(4). S.w version unknown retainer ring = missing the pump was returned for cosmetic damage found on (B)(6), 2021. Insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to slight corrosion on pcba 1. Slight corrosion was also found on the pcba 2. No corrosion or moisture damage found on the force sensor, motor assembly and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to slight corrosion on pcba 1. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip was confirmed. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to slight corrosion on pcba 1. During visual inspection, also found slight corrosion on the pcba 2. Unable to download history files and traces confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. No further information was given. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.